Event description:
It was reported that (1) tlc55 device was used during an ileo-anal pull through procedure. It was reported by the rep that the tlc55 failed to fire on its second firing. Another tlc55 was used to complete the case and there was no consequence to the pt.